Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation was ruptured. The overlay tubing of the lead was extrinsically breached due to a cut. The inner insulation of the lead developed a breach while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The overlay tubing of the lead was observed to have blood ingression. The overlay tubing was cut with blood ingression at 12.3 cm, extrinsic damage. The outer insulation was breached at 10.3 cm and 11.5 cm. The inner tubing on the distal conductor was breached at 10.3 cm and 11.5 cm. There were bilumen tubing voids on the outer insulation at 10.3 cm and 11.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead was confirmed to have a low voltage fracture. The right ventricular (rv) lead had a pin hole where fluid could be seen leaking through the insulation.  The ra and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.